Event description:
A surgeon reported that a female patient who received op-1 implant in conjunction with calstrux in 2006 as part of a clavicle open reduction internal fixation with screws for a delayed union of the clavicle, experienced swelling, pain, and induration at the operative site 2-3 days following the surgery. Testing included x-rays. Treatment included antibiotics (not specified) and analgesics (not specified). The events resolved. The surgeon suspects the events are due to calstrux, not op-1 implant. The events were deemed nonserious.